Manufacturer narrative:
(B)(4). The system error 2240 alarm is confirmed due to the use error - open clamp described by the home patient, which can introduce air into the system and cause the alarm. Per the patient at-home guide, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during dwell 4 of 6. They checked lines and bags and found that unused final line clamp was open. The technical service representative (tsr) reviewed proper setup. The technical service representative (tsr) had the home patient (hp) close all clamps. Cycled the power off/on to clear se 2240 followed by se 2367 ending therapy. The tsr had the hp disconnect using aseptic technique and removed cassette. The hp was told to notify peritoneal dialysis registered nurse (pd rn) of missed therapy. The error was cleared and the therapy was ended. The samples are unavailable for evaluation. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up MDR will be submitted if any additional information is received.